Event description:
A vaxcel pasv mini port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate evenly, and as a result, both sides of tab broke off.